Event description:
It was reported from japan that during an open reduction and internal fixation (orif) surgery for the distal femoral diaphyseal fracture, a radiolucent drive device was used. According to the report, something like a black piece of plastic came out of the device while drilling; and the surgeon took it off once to check. It was reported that there was a plastic piece on the connection part, and the connection part of drill was black. It was reported that the connection part was flushed with saline, and an identical spare device was used to complete the procedure successfully without delay. It was reported that all the plastic pieces that fell into the body were removed with gauze. There was patient involvement. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Device was used for treatment, not diagnosis. H10 additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Device was used for treatment, not diagnosis. Investigation summary the actual device was returned for evaluation. During evaluation it was determined that the reported condition that something like a black piece of plastic came out of the device was not confirmed. Therefore, the assignable root cause was not determined. However, during evaluation, it was determined that the color of the device was fading, and failed pretest on cosmetic damage from normal wear.